Event description:
It was reported that before an unk procedure, the primary package was damaged. The package allegedly had a small hole in the blister. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.